Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of greater than 200 ohms. Additional information indicates that electromagnetic interference (emi) was the cause of the observation reported. Further, the system continued to observe high oor shock impedance. The field representative was contacted and indicated that a new lead was implanted. A fractured shock coil was suspected, however the cause was not conclusively determined. The rv lead was surgically abandoned and no longer in service. The ICD still remains in service. No additional adverse patient effects were reported.